Manufacturer narrative:
Explant date was removed. Explant date valid: asked but unknown replaced date was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leak appeared to be at the cuff site under the tunnel tract. This appeared after the clinicians attempted to fill the patient post operatively. The catheter was not repaired. Tego was not utilized and there was no luer adapter issue. There was no reported patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was in place for one day when there was dialysate fluid leak that appeared to be at the cuff site under the tunnel tract. This appeared after the clinicians attempted to fill the patient post operatively. It was mentioned that there was no leak observed during the installation procedure (physician checked for leak during the procedure). The catheter was not repaired. Tego was not utilized and there was no luer adapter issue. The catheter was prepared with saline but had an unspecified cleaning agent used at the site. The catheter was prepped according to protocol and there were no ointments utilized at the exit site. A regular dressing was utilized which did not include cleaning agents or antimicrobial properties. The patient was responsible for the catheter maintenance but there hasn't had time to independently change the dressing as the catheter was never used for dia lysis treatment. The cleaning agents were switched over the life of the catheter. Sepsiderm was never tried as the catheter was immediately replaced before it could be used. There was nothing unusual observed on the device prior to use. Flushing was done and there were no leaks noted. There were no other products being utilized with the device and upon removal, there were no reported cuts or cracks on the product. There was minimal amount of blood loss and blood transfusion was not required. A new catheter was inserted/installed at a latter part of the weak to resolve the issue and had no issues subsequent to the installation of the new catheter. There was no patient injury.